Event description:
It was reported that during the use of the product, a "high pressure" alarm frequently went off. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: lot number, expiration date and are unknown; h4: device manufacture date is unknown; b3: date of event is unknown.